Event description:
It was stated that the customer had gone through some MRI and cat scans while being disconnected from the insulin pump. However, it was stated that since the scans, the customer had been experiencing low blood glucose readings. The reported blood glucose reading at the time of the call was 67 mg/dl. It was then stated that the customer experienced two seizures due to low blood glucose and the customer was hospitalized for low blood glucose after one of those seizures. Prior to the hospitalization the customer was eating cake and drinking regular soda, but he still experienced low blood glucose. Troubleshooting was performed and the insulin pump passed the required tests including the displacement test

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.